Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipelines would not fully open. The patient was undergoing a procedure to treat an unruptured saccular aneurysm of the right ica. The aneurysm max diameter was unknown and the neck diameter was 6mm. The landing zone was 4.65mm at the distal side and 4.75mm at the proximal side. Vessel tortuosity was severe. It was reported that two instances on both large 5mm devices. Neither fully opened on very distal end. There was a pipeline bend in the proximal, middle, and distal parts. Less than 50% of the pipeline had been deployed when it failed to open. Tried bumping sleeves off but even once sleeves opened it was lazy a couple mm away from tip. The pipeline was resheathed "less than or equal to 2 times." Balloon angioplasty was performed. Body of device was opening perfectly. The rep suggested to remove device on both attempts. On back table the devices popped open when deploying. They attempted a 3rd device with pipeline flex 5x35. This device had the sameissue in the exact same spot. Patient was successfully treated with a 5x35 flex and 5x25 shield. The doctor decided to drag around distal segment to wider segment and it opened better. This lead to discussion of anatomy and was there an anatomical cause for this lazy distal issue. That¿s what they had concluded but not an absolute fact. Support was good with rist but very tortuous. Angiographic result post procedure showed "good final results." The pipeline and any accessory devices were prepared as indicated in the IFU. There was no harm or injury to the patient. Ancillary devices included: 7f 23cm short sheath, rist radial 7f guide catheter, phenom 27 150cm microcatheter, and synchro standard guidewire.